Event description:
It was reported that patient underwent a right initial total shoulder arthroplasty on (B)(6) 2014. Subsequently, patient was revised on an unknown date in (B)(6) 2014 due to infection. All parts were removed except the stem.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no complaint related anomaly or deviation. Review of sterilization certification confirms device was sterilized in accordance with iso 11137-2. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 2 states, ¿early or late postoperative infection and/or allergic reaction.¿ date explanted - (B)(6) 2014, exact date unknown. This report is number 3 of 5 mdrs filed for the same event (reference 1825034-2015- 01550 / 01554).